Event description:
Reporter alleged the customer was unresponsive when they attempted to use the aviva system but could not due to error messages. Reporter stated an ambulance was called. The paramedics put a mask on the customer, obtained a 600 mg/dl result on their device and took the customer to the hospital. Reporter stated the customer was dehydrated, had a headache and received unspecified treatment there for her diabetes. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.